Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra2 meter was prompting an unspecified error message. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for a follow-up. The patient reported that the alleged error message began to appear 4 days prior to contacting lfs. The patient informed the csr that he manages his diabetes with oral medication (metformin) and denied making any changes to his usual diabetes management regimen as a result of the alleged issue. The patient claimed that 4 hours after the issue started he developed symptoms of feeling tired and thirsty. It is not known if the patient associated the symptoms with a high or low blood glucose. It is also not known if the patient had to receive medical treatment for the symptoms. The patient reported that on the morning of (B)(6) 2012 he went to the laboratory to get a blood test; however, the patient did not know what the result was. At the time of troubleshooting, the patient did not have test strips available. The csr therefore was unable to confirm the error message the patient reported he was obtaining with the subject meter and troubleshoot appropriately. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.